Event description:
The pt was admitted for an edg with barrx hfa of the esophagus for treatment of a high-grade dysplasia of barrett's esophagus. A barrx 360 catheter was inserted into the esophagus and an attempt to inflate the balloon was made and was unsuccessful. The catheter was repositioned and attempts to reset the device (multiple times) was made and balloon would still not inflate. The catheter was removed from pt and another attempt to inflate balloon was made and unsuccessful. A barrx 90 catheter was inserted and procedure was then completed without complications to the pt. Post recovery, pt was discharged home.